Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer son reported via phone call that the customer received emergency medical assistance and got hospitalized due to high blood glucose, diabetic ketoacidosis, and an infection on (B)(6) 2019 with blood glucose of over 700 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as vomiting and loss of appetite. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The customer had gotten intravenous treatment a week prior, was moved to an assisted living facility, and got an infection from past surgery. The customer died due to natural causes on (B)(6) 2019. The insulin pump will not be returned for analysis.